Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 39-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During placement of the impella the sheath could not clear two tight bends of the patient's anatomy, and bleeding was noted around the peel away sheath. When the peel away sheath was removed there was a major bleed in the artery. Vascular repair was performed and the impella was successfully placed.

Manufacturer narrative:
The investigation has been completed. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details was provided. H6 code 2513 cardiac perforation was selected in error on the initial report.